Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height cubie drawer 5 had failed and would not allow the user to recover. No lights were visible on the board. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that both control boards for the full height cubie drawer required replacement. The bus cable was also replaced, as it appeared crimped, although it had been functioning at the time. After replacing the required components, all functions operated properly. Diagnostics confirmed normal operation with no further issues detected. When asked, the customer confirmed that there had been no delay in dispensing medications to patients. A proactive inspection process was completed. No further issues were identified at this time. The system functioned as intended after the field service engineer repaired the device.